Manufacturer narrative:
Upon investigation, measurements taken on the pad-pak confirmed the batteries to be depleted beyond any use. Consistent depletion was observed on all battery cells, indicating they had been depleted by an external load. The initial customer communication detailed that the returned pad-pak was used in a sam 300p device (sn: (B)(6). The reported fault could have been due to adverse storage. However, the sam 300p was not returned for investigation, therefore the storage conditions of the pad-pak could not be confirmed and the root cause could not be determined. The pad-pak will be scrapped and replaced.

Event description:
Indicating low battery. Pad-pak expiry 4/1/2023. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Indicating low battery. Pad-pak expiry 4/1/2023. There was no patient involved in this event.